Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause of the issue was not determined. There was no patient or user harm.

Event description:
I was called about a c3 not passing flow sensor calibration during pre tests. When I arrived I put my adult test circuit on vent and ran both flow sensor calibration and tightness tests, both passed. I then went to test sw as seen in logs and ran multiple calibrations etc with all passing as well no problem. The customer then provided a new f&p neo circuit, a brand new flow sensor, and as seen in logs passed flow sensor and tightness calibrations. After showing the customer a couple calibrations etc the neo flow sensor cal then starting failing every single time, at the circuit, at the insp outlet etc. This vent did not have the neo damper 160595 on front but the facility does use them for reference. Please advise.